Event description:
Patient reported "right side "burst". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior and creases fold leak test and microscopic analysis was performed which identified: wear abrasion, opening crack of the valve and sharp opening on anterior. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A sharp opening on anterior (valve bond edge) assessed as an unidentified (tear) opening.